Manufacturer narrative:
Additional information: additional information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: there was no impact on the patient outcome as a result of this issue. The cause was found to be, during registration, the surgeon only took points through the front side of the face, rather than taking points from different sides as well. Therefore it was apparently accurate on the front, but not on the back. There was a reported delay of approximately 30 minutes as a result of this issue. The inaccuracy was approximately 20mm. The surgeon was touching the skin on the monitor but the point of the tool appeared 20mm away from it (only in the backside of the head).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a user facility regarding a navigation system being used for catheter placement. The caller indicated that the navigation was not accurate in some places of the anatomy and the main suspects were a bad register and a bad mr images. The tracer points were only captured from the front part of the head because the back part of the mr image wasn't good for the register. The navigation was cancelled.